Manufacturer narrative:
The device was repaired and the reported issue was isolated to an issue with the power source failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ht70 plus ventilator displays coin battery error when powered on customer states resetting the date and letting the unit charge overnight did not clear the error. Patient involvement is unknown.